Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the condition could not be confirmed. The device was tested and meets manufacturing specifications.

Event description:
Report received from the u.s. Stating that the device stopped working. The device was being used in surgery. No injury medical intervention was reported. It is unk if any delay occurred or if a spare device was available. There was no additional info provided.